Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The reported is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. The connections to the saline bag and at the blue dialyzer connector on the dialyzer were not tightened properly on machine by new pct causing filling programs. Connections were tightened and no parts were replaced on the device. A patient was not connected to the machine at the time of the incident.